Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient stated the cgm was displaying 16.0 mmol/l for over three hours. The patient bolused more than once during this time as she was afraid she was hyperglycemic. The patient's blood sugar value was not decreasing. She went home from work and stated she could not remember how she got home. She stated she was able to drive but could not remember the trip home. Once she was home, she felt "out of sorts" and fell over. The patient did not sustain injuries during the fall. The patient stated they felt weak and manually checked their blood sugar and it was lo on the bg meter. The patient confirmed that lo on the bg meter was 2.5 mmol/l. The patient consumed "cooldrink" and their bg stabilized. The patient stated they calibrated the sensor but it remained inaccurate. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.